Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had a metal saving sticking out of the tip when it was removed from the original packaging. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had a metal saving sticking out of the tip when it was removed from the original packaging. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.